Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected alarms noted during testing. Device properly connected to the guardian link 3 and green test plug. No communication anomaly noted. Device calibrated with sensor and test plug. No calibration anomaly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer experienced hypoglycemia. Customer¿s blood glucose level was 54 mg/dl at the time of incident. Customer was not using auto mode feature on insulin pump. It was also reported that the insulin pump and the transmitter were not working. The insulin pump will not be returned for analysis.